Event description:
The surgeon attempted to implant an aq2003v lens inside the pt's eye. The lens was implanted, but had to be removed and replaced because the surgeon noticed that the lens tore while inserting into the eye.